Event description:
(B)(4). The symptoms started around this time. Dizziness, blurred vision, pain during intercourse, hair loss, mood swings. My periods have lasted 10-15 days since the device was put in. Joint pain, my entire body actually went numb and I couldn't walk a couple times.